Event description:
Note: the event date is unknown. The customer reported to bsc on november 02, 2006, that the day after a colonoscopy procedure, a patient (gender & age unknown) returned to the hospital septic and was admitted. The patient was part of a drug study and had multiple biopsies taken using a radial jaw 4 biopsy forceps during a colonoscopy. The procedure was completed successfully with this device. The patient's treatment of sepsis is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time.